Event description:
Customer reported hospitalizations due to high blood glucose and rapid heart beat. Customer stated that the sensor was giving him incorrect readings, it was giving low blood glucose alerts over night and he was treating according to the sensor. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see also MFR report number 3004209178-2014-82613.